Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous anterior tibial artery that is 90% stenosed. The 3.0 x 15 mm armada 18 balloon failed to cross due to anatomy and the shaft separated into two separate pieces. The separated portion remained in the guiding catheter and was easily removed. Another balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the bdc interacted with the heavily calcified anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device, the hypotube likely kinked and subsequently separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.